Event description:
Force bipolar broke while working inside patient. A new instrument was used to complete the procedure. Manufacturer response for robotic force bipolar, da vinci endowrist (per site reporter). Formal complaint was filed and rga assigned. Vendor requested return of complaint product.